Event description:
The manufacturer received information alleging that a patient had an event. Additional information requested and reporter provided information on 28-jan-2025, via email, that patient was deceased. The reported event provided in good faith efforts stating the patient was deceased makes no allegation of any specific device malfunction, user error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.